Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory and was found with a battery status indicator of beginning-of-life (bol). All of the sealplugs were intact and all of the setscrews move freely. Lead seal marks indicate that all the leads were fully inserted with the exception of the df (+) lead. The df (+) lead was not fully inserted but inserted far enough for the lead to be secured with the setscrew. The device was put through and passed automated diagnostic testing that verified the performance of defibrillation, pacing and sensing functions of the device. It was concluded that this device performed normally throughout laboratory testing.

Event description:
Subsequently, boston scientific received information that this device was received in return products in (B)(4) 2013.

Manufacturer narrative:
To date, the family has not returned the device to boston scientific.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is return for laboratory testing.

Event description:
Boston scientific received information that this family member contacted boston scientific's patient services (ps) to report that this patient had died in (B)(6) 2013. While in the hospital, the patient became pulseless and stopped breathing. The family member was told by the physician that the device did not provide therapy when required until cardiopulmonary resuscitation (CPR) was started. Ps was informed that the device had been explanted. Ps encouraged the family to discuss the circumstances surrounding the death of this patient. Ps commented that the device could be interrogated and the results could provide additional information about the device's operation and functionality. Additionally, ps discussed return of device for laboratory testing and an analysis report could be sent to the implanting physician. Boston scientific received information that the local representative spoke to the implanting physician. The implanting physician was not aware of the patient's death and was planning to go to the hospital to review the patient's medical records. According to the implanting physician, the hospital staff reported that the patient's death did not occur at their facility. Boston scientific received information that patient services contacted the patient's spouse. According to the patient's spouse, the patient had been admitted into a local hospital. The patient was found unresponsive in the hospital room by the spouse ((B)(6) 2012). Cardiopulmonary resuscitation (CPR) was initiated by the hospital staff. The patient was intubated and placed on a ventilator. The spouse was informed that the patient had no heart rate and the cause of death was attributed to a"heart attack". It appears that the spouse has possession of the explanted device. Patient services suggested that the device should be interrogated and programmed off. The spouse was encouraged to return the device to boston scientific for laboratory testing.

Event description:
Subsequently, boston scientific received information that this local representative contacted ts in (B)(6) 2013. The local representative reported that the device was explanted at the funeral home. The device was delivered to the local representative by the family. The family member had been the attending physician that the device did not work properly. The local representative commented that the device was checked with the implanting physician and upon interrogation, a yellow screen indicating an open circuit condition was displayed with a time stamp of (B)(6) 2013 (post-mortem). This observation is consistent with what can occur when the leads are cut at the time of the device explant (post-mortem). The device had also stored a number of nonphysiologic events associated with therapy delivery that had occurred following device explant. The local representative verified that there were episodes of atrial fibrillation but no recorded ventricular episodes on the date of the patient's death ((B)(6) 2013). Ts was informed tht the patient had been admitted to the hospice unit just prior to the patient's death.

Manufacturer narrative:
The spouse mentioned that the device was being taken to the physician in (B)(6) for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.